Event description:
On (B)(6) 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported a colleague infusion pump with an intermittent stop key. The process step in which the reported condition occurred is unknown. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Event description:
The customer reported a flo-gard infusion pump which experienced an occlusion alarm upon power up. This condition may be a false occlusion alarm. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an intermittent stop key. The root cause was determined to a disconnection in keypad circuit board vertical interconnect accesses. The pump head module was replaced to repair the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that the device has not been previously sent into service for the reported condition of "stop button is intermittent". A follow up report will be submitted if additional information becomes available.